Manufacturer narrative:
D4: Lot Number of the device is unknown - Full UDI is not available.

Event description:
It was reported that, during a procedure at the user facility, the device tip caught fire. It was reported that the issue had no impact on the patient. It was further reported that there were no adverse consequences and no medical intervention as a result of this event. No information was provided regarding whether the procedure was completed successfully or whether the issue caused a surgical delay.